Event description:
It was reported through clinic notes received on (B)(6) 2012 and dated (B)(6) 2011, that the patient had an infection that was treated with antibiotics. It was indicated that the patient had more seizures while on the antibiotics. The type of infection and relationship to vns is currently unknown and attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that the infection was not related to vns.